Event description:
It was reported that the programmer displayed an error message at start up. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that there was an error message at start up. As a result the main processing unit (mpu) was replaced. It was also noted that the system fan was intermittently noisy and the stylus was missing. (B)(4).